Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and there was no data available. The reported customer complaint was undetermined because there was no data available. The root cause could not be determined post investigation. No additional event or patient information is available.